Event description:
It was reported that bd insyte autoguard bl 22ga x 1.0in catheter split. The following information was provided by the initial reporter: ¿22 ga x 1.00 in ¿bd insyte autoguard¿ IV catheter had a ¿split¿ in the tip of the plastic catheter portion of the device. The defect was noticed before insertion could occur as catheter could not thread following initial puncture. Catheter tip was verified intact.¿

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field.h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381423 and lot number 3311139. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Complaints received for this device and reported condition will continue to be tracked and trended.